Event description:
Customer's daughter thought she was supposed to give insulin when the blood sugar is low, gave 50 units of novolog based upon a compact plus result of 40 mg/dl. Result 45 minutes later was 30 mg/dl. Paramedics were called, their system result was 28 mg/dl 15 minutes after the 30 mg/dl. Customer hospitalized for 6 days. A request was made for the return of the system and replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 345 mg/dl, 225 mg/dl, and 125 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.